Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm (alarm 01) occurred. A cartridge change was performed resolving the alarm. Customer's blood glucose level was in the 300's mg/dl range.